Manufacturer narrative:
Patient weight was provided in report.

Manufacturer narrative:
The sample is reported to be available, but has not yet been received by the manufacturer. A review of the device history record is not possible as no lot number was provided. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. (B)(4).

Event description:
It was reported by the patient's mother that the cap on the device came open and the formula leaked out. The patient was normally on an overnight continuous feed, but on the day of the event, the mother had put the patient on a daytime continuous feed. The mother left the room and, upon returning at one point, found the formula leaking out of the second port of the device, which had come uncapped. The mother reset the feed for the full amount again, without incident. The mother alleges that the patient's condition, which was not disclosed, makes it dangerous for the patient to go without the formula. No further information has been provided at this time.